Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced headaches and pain around the implant site, leading to hospitalization (date not reported). The patient also experienced intermittencies with device use. The device was explanted (B)(6), 2012, due to headaches and dizziness. It is unknown if there are plans to implant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)